Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that when removing two mis single inner set screws, it was observed that little pieces of material of inner screws (likely screw threads) had separated from the devices. The difficulty occurred during revision/removal of two mis cortical fixation fenestrated polyaxial screws that had pulled out of bone but which have not been approved for market in the u.s. See mfg medwatch report no. 1526439-2014-11312 for the first mis single inner set screw that was involved in this event.

Manufacturer narrative:
Visual examination of the returned mis single inner setscrew found the threads to be torn and peeled off from the device. Review of the device history record found no discrepancies. The lot was released accomplishing all quality requirements. Review of the complaint trend analysis found no emerging trends. The root cause of the setscrew threads becoming torn and peeled off from device cannot positively be determined. However, as mentioned in the reporting of this complaint, threads from the setscrew were torn during removal of the device. No corrective action/preventive action is required at this point as there have been no issues identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer. No systemic trends have been observed in this complaint file. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.